Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient developed an infection at the cannula site approximately 10 days prior event on (B)(6) 2026. The patient recently had an infection that occurred on the left side of the abdomen and was treated with antibiotics and steroid cream. The patient later identified a mild allergy to adhesives. No further information available.